Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have the inner tube bent at the proximal end. No breakage or missing material was found. The event was caused partially or wholly by the user of the device, including sample handling. Additional observation(s) related to customer reported complaint: the instrument was found to have a dislodged snake wrist. The snake wrist was dislodged at the distal end of the instrument. There was no damage to the snake wrist, and no pieces were found missing. The instrument was found to have a broken distal pitch cable. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Common causes of the failure mode dislodged instrument snake wrist are attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces. Common causes of broken - distal instrument pitch cables, whether partial or full, may be attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was removed with the cannula, no enlargement of the port incision was needed. No further information could be provided.